Event description:
A malfunction alarm known as malf 0 appeared on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to using multiple daily injections (mdi) to maintain insulin delivery until a replacement pump was sent.